Manufacturer narrative:
H3 device evaluated by mfg ¿updated. Due to the automated mes system, there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection, the subject stent was received deployed, in a broken/fractured condition. The distal half of the stent was not returned, which is aligned with the event description. The stent delivery wire (sdw) was returned, the introducer sheath was not returned. The sdw was kinked/bent at the distal end. The functional inspection was unable to perform as the stent was returned in a deployed state. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The as reported codes ' stent broken/fractured during preparation', 'stent deployed prematurely during use' were both confirmed during device analysis. The remaining ar code 'stent difficult/unable to transfer' could not be replicated as the stent was no longer loaded on the stent delivery wire (sdw). However, the analysis results are consistent with the reported event. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. It was reported that 'when attempting to introduce the stent into the microcatheter, resistance was encountered. The physician found that part of the stent had entered the microcatheter, while another portion had deployed and opened at the hub of the microcatheter. The physician withdrew the microcatheter from the body and pulled out the stuck stent from the microcatheter. During this pulling process, the stent fractured (the physician only retrieved part of the fractured stent). Subsequently, the physician replaced it with a new stent microcatheter, delivered it to the designated position, selected another atlas stent of the same model, successfully introduced and deployed it, and the procedure was safely concluded'. The proximal part of the stent was returned for analysis. The distal part was not returned. This is aligned with the event description. The sdw was returned for analysis and was noted to be kinked/bent towards the distal end of the wire. The introducer sheath was not returned for analysis. Based on the event description and analysis results, one possibility is that the introducer sheath was initially correctly positioned as was reported by the customer, but subsequently (and inadvertently) moved either proximally or distally prior to stent advancement out of the sheath (it is not possible to decide which direction the movement was in as the sheath was not returned for inspection). If this were to occur, it is likely that, during advancement of the stent to transfer it from the sheath into the proximal end of the microcatheter lumen, the stent would partially deploy into the gap (proximal sheath movement) or the stent would become damaged as it passes through the deformed distal tip opening of the sheath (distal movement). The user would experience increased resistance during attempts to advance the stent into the proximal section of the microcatheter lumen. Upon realizing this (through increased resistance), the user will then attempt to withdraw the stent. During this action, and particularly if there is significant friction between the stent and the lumen of the microcatheter, the distal bumper of the sdw (which is smaller in diameter to the proximal bumper which is used to advance the stent) can slip through the stent, leaving the stent deployed prematurely inside the microcatheter. This is the most likely explanation for the information provided in the event description. What is less clear is how the stent was broken/fractured. This would have involved very significant force. An assignable cause of procedural factors has been assigned to the as reported 'stent difficult/unable to transfer', 'stent deployed prematurely during use', 'stent broken/fractured during preparation' and as analyzed 'stent deployed prematurely during use', 'stent broken/fractured during preparation', 'sdw kinked/bent' codes as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during stent transfer from the introducer sheath into the microcatheter lumen.

Event description:
It was reported that during a wide-necked aneurysm procedure at the tip of the basilar artery (ba). After delivering the microcatheter to the deployment position, the subject stent was withdrawn from the dispenser hoop and flushed it with water. Resistance was encountered when attempted to introduce the subject stent into the microcatheter and it was found that the subject stent had entered the microcatheter and the first part of the subject stent had deployed inside the microcatheter shaft. The physician withdrawn the microcatheter from patient's body and pulled out the subject stent from it. During this pulling process, the subject stent got fractured. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during a wide-necked aneurysm procedure at the tip of the basilar artery (ba). After delivering the microcatheter to the deployment position, the subject stent was withdrawn from the dispenser hoop and flushed it with water. Resistance was encountered when attempted to introduce the subject stent into the microcatheter and it was found that the subject stent had entered the microcatheter and the first part of the subject stent had deployed inside the microcatheter shaft. The physician withdrawn the microcatheter from patient's body and pulled out the subject stent from it. During this pulling process, the subject stent got fractured. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.